Manufacturer narrative:
Concomitant products: unknown 6f short sheath and guidewire (radifocus, terumo) (B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty to the iliac artery, it was reported that the powerflex pro was delivered and inflated at the lesion. However, the pressure could not be elevated and the balloon rupture was observed under fluoroscopic. Therefore, the powerflex pro was removed intact and a new balloon was used. The procedure was finished successfully and there was no patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. The same unknown indeflator used successfully with other devices. An ipsilateral retrograde approach was made with a 6f short sheath. The lesion was crossed with a guidewire (radifocus, terumo). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. The target lesion was mildly calcified and moderate tortuosity. The rate of stenosis was unknown. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to the iliac artery, it was reported that the powerflex pro was delivered and inflated at the lesion. However, the pressure could not be elevated and the balloon rupture was observed under fluoroscopic. Therefore, the powerflex pro was removed intact and a new balloon was used. The procedure was finished successfully and there was no patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. The same unknown indeflator used successfully with other devices. An ipsilateral retrograde approach was made with a 6f short sheath. The lesion was crossed with a guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. The target lesion was mildly calcified and moderate tortuosity. The rate of stenosis was unknown. The product was returned for analysis. A non-sterile unit of powerflex pro 6mm x 4cm 80cm balloon catheter was returned. Per visual analysis the catheter body showed no damage. The balloon appeared to have been inflated and deflated and blood residue was observed inside of it. Functional analysis was performed. A 0.035¿ guide wire (lab sample) was inserted into the balloon catheter, the balloon inflated, and a leak was observed at the distal tip of the balloon. Sem analysis showed that the external surface evidenced scratch marks that could be related to the balloon burst. The internal surface and distal marker band did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17154062 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and moderate tortuosity) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.